Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a cut tubing at pinch valve vl61 and vl95. The fse also discovered the retic voteouts. The fse replaced I-beam tubing at pinch valve vl61 and vl95 to resolve the leak and the retic voteouts. In addition, the fse also noticed poor differential (diff) counts. The fse replaced the preserve pump to resolve the poor differential (diff) counts. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 1 ml of liquid leaked from the back left side of the coulter lh 750 hematology analyzer. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.